Manufacturer narrative:
On june 18 2018, the haemonetics field service engineer tasked with the installation of the pcs2 device at the customer site confirmed that the device had initially failed the installation due to a failed component on the data card pcb. The engineer replaced the data card pcb, and the pcs2 was able to power up and complete the auto-test feature. The field service engineer then performed device calibrations and verified that the pcs2 meets all manufacturer specifications. The pcs2 was repaired, installed on-site, and is now ready for use.

Event description:
On may 9 2018, haemonetics received a report of an incident in which a pcs®2 plasma collection system failed to boot up during the initial device installation. On june 18 2018, the haemonetics field service engineer tasked with the installation of the pcs2 device at the customer site confirmed that the device had initially failed the installation due to a failed component on the data card pcb. The engineer replaced the data card pcb, and the pcs2 was able to power up and complete the auto-test feature. The field service engineer then performed device calibrations and verified that the pcs2 meets all manufacturer specifications and is ready for use.